Event description:
The patient reported blood glucose results of "18 mg/dl and 168 mg/dl" with the lifescan meter, performed within 10 minutes of each other. The test strips and control solution were replaced.